Manufacturer narrative:
The investigation into the reported nerve pain, has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that due to limited clinical details and the pump not being returned the root cause of the injury is not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported administering gabapentin to alleviate pain symptoms suspected from impella insertion thought to be brachial plexus related pain.